Event description:
A malfunction on the pump was reported by the caller, with two malfunction events occurring prior to the call. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised by technical support to replace the pump, continue using the current pump temporarily, and utilize multiple daily injections as a backup. Technical support confirmed the shipment of a new pump with updated software and instructed the customer on steps to return the faulty pump.